Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-23542, 1627487-2020-23543. It was reported that the patient experienced ineffective stimulation. Reprogramming was attempted but was unable to restore effective stimulation. The patient stopped using their system and the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the entire system was explanted. No products were implanted.